Event description:
It was reported that the patient experienced a pericardial effusion with cardiac tamponade. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was), versaconnect dilator and a 20mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician successfully completed the transseptal puncture. While "flossing" the septum to make room for the intracardiac echo (ice) catheter, the physician perforated the back wall of the left atrium with the tip of the versaconnect dilator and was. A pericardial effusion with cardiac tamponade formed. The physician performed a pericardiocentesis and drained 160cc of blood from the patient. The patient stabilized and the procedure was continued. A 20mm wds was then used to successfully complete the procedure with a closure device implanted in the laa of the patient. The patient had some accumulation of fluid in their drain overnight and the physician was called in to manually pull it off. Following that, the patient had no more drainage and was stable and 'looked good' according to the physician. The patient remained in the intensive care unit.